Event description:
I used a medical device by neurocare pro on my back. It immediately began to heat up. In fact, the product began to smell like the wiring was burning. When I removed it from my back, I saw that the wiring and plastic had burn marks in it. It created a burn mark on my back. I had to stay overnight to get treatment for the injury. I brought the medical device with me to the hospital and was informed that this 'isn't a medical device' it¿s got none of the markings required by a medical device company and is likely a cheap chinese product. I spent thousands of dollars, and the doctor told me that nothing that was advertised about this product is accurate. What are you guys doing in dc that you allow these scam artists to harm innocent seniors. There are not bar codes, lot numbers, serial numbers in fact nothing on this device tells me to call someone.